Manufacturer narrative:
Device available for evaluation, event problem and evaluation codes: the device was discarded by the user facility. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a cardiac lead management procedure commenced to extract 2 malfunctioning implantable cardioverter defibrillator (ICD) leads. The physician prepped the pocket and both ICD leads, utilizing a spectranetics lead locking device #2 (lld) for each. His original intent was to preserve the right atrial (ra) lead and only extract 2 ICD leads. However, this was not possible due to severe lead on lead binding which was encountered in the area of the subclavian, innominate, superior vena cava (svc) area. Therefore, the ra lead was later prepped with a spectranetics lead locking device ez (lld). The physician began the extraction utilizing a 16fr glide light laser sheath on the right ventricular (rv) linox lead and immediately encountered severe binding and suspected calcification in the subclavian vein. After several pulses with the laser,the physician decided to move to another lead, and tried to advance the 16 fr spectranetics glidelight laser sheath on the riata lead. The same result occurred and severe binding prohibited advancement of the sheath. At this point, he utilized the ez lld on the ra lead, and tried to advance the 16fr glidelight laser sheath over the ra lead. All three leads were bound together in a binding site located in the subclavian/ innominate vein and progression stalled. After attempts to advance through the binding site with various devices (glidelight, tightrail, visisheath, etc.), the physician decided to utilize a second 16fr glidelight laser sheath 500-303 and tried to advance over the right atrial (ra) lead. He was able to do so and advanced the glidelight laser sheath past the binding site and into the superior vena cava (svc). Severe binding, once again, stalled his progression. He switched back to the right ventricular (rv) riata lead, and advanced the sheath. He made significant progress this time and was able to advance the glidelight laser sheath down the svc (over the svc coil). When the laser sheath reached the distal part of the proximal (svc) coil, a drop in blood pressure was noted. Rescue interventions were implemented. An svc injury was discovered. Physician noted the hole in the svc was about the size of a quarter. The svc tear was repaired and the procedure concluded. Patient was sent to cardio-thoracic intensive care unit (cticu) where he remained for two days. The patient is still recovering and is showing positive signs of progress. His chest was closed on (B)(6) 2019. This MDR is being filed to capture the role of the second spectranetics glidelight laser sheath 500-303 in the procedure.